Manufacturer narrative:
The tech found the power control module was not sending power to the siderails. The tech replaced the power control module to repair the bed.

Event description:
Info received indicates the bed will not function.